Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating system diagnostics recorded high impedances on contacts 3-8 on the lead. Surgical intervention took place where the thoracic percutaneous leads were explanted and replaced with a 3228 lead to address the issue. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was unable to set one of their devices into MRI mode. Upon further investigation, one of the patient's leads had migrated, and as a result, was experiencing ineffective therapy. Surgical intervention may take place at a future date to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000117473. Common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000136303.